Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a gastroscopy procedure. According to the complainant, during the procedure, the physician took six biopsies. After the sixth biopsy, the nurse cleaned the forceps with a compress and noticed that the needle was bent, and showing outside the head of the forceps. The procedure was completed at this point with this radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).